Event description:
Reportedly, after implanting a one piece intraocular lens (iol) into the right eye (od), the surgeon noticed a posterior capsule rupture during viscoelastic removal. The surgeon used a conservative technique for viscoelastic removal and did not place the irrigator/aspirator tip behind the iol. The posterior capsule appeared to behave normally throughout the surgery until viscoelastic removal. The surgery was complicated by an anterior vitrectomy. The surgeon performed a successful intraoperative iol exchange with a different model lens of a different diopter, and two (2) corneal sutures were used as part of the normal protocol when pc defect is observed and an anterior vitrectomy is performed.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was cut or torn into two pieces. One haptic was attached to each piece of the optic, and both haptics were bent. The cause of damage could not be determined and due to the damage, functional testing could not be performed. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, a root cause could not be determined.